Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 28, 2019 that a spaceoar was implanted during spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient had undergone 25 fractions of external beam radiation in a 5 week period and there were no issues reported from spaceoar application up until brachytherapy. According to the complainant, on (B)(6) 2019, at the boost therapy stage prior to brachytherapy seed implant, the physician noted an abnormal gel placement. The boost procedure was aborted due to this event. As of (B)(6) 2019, the patient resumed boost therapy with external beam. Magnetic resonance imaging (MRI) with the contouring confirmed gel presence in the prostate capsule. There were no serious injury or adverse patient events reported as a result of this event.